Event description:
The user facility reported over the last two months they have encountered a problem when using the drill kit. They found that the bit is too dull and only slightly penetrates the skull. The neurosurgeon reports having to apply more pressure on the drill. No pt injuries have been reported. The user facility did not track on how many occasions this had happened but has reported that this has happened with multiple patients. The user facility does report this has occurred with different neurosurgeons who are using the drill kit. Since the bit does not penetrate the skull, the neurosurgeon completes the procedure with a different cranial access kit.